Event description:
Jaws would not open all the way during laparoscopic assisted ileocolic resection procedure. Manufacturer response for enseal, (brand not provided) (per site reporter): emailed rep and sent pictures.